Event description:
Customer's mother reports that customer has received excessive no delivery alarms. Customer's blood glucose ranged from 260 mg/dl to 400 mg/dl. Customer treated high blood glucose with manual injections. Customer has tried different bolus amounts and have tried changing batteries. Customer's mother is upset and states she will call the hospital to take of issues and declined troubleshooting as she states all has been done. It was reported that cannulas were not bent and insulin pump was at room temperature. Customer's mother is requesting to have insulin pump replaced. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).